Event description:
On (B)(6) 2025, it was reported by a distributor via sems-07011239 that an ar-521-tbb8 ibalance® uka tibial bearing implants initial insert had to be removed and a larger one placed after changing the tibia. The implant was verified and the reported damage was confirmed. This occurred during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.